Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Sample remains in patient.

Event description:
It was reported by (B)(6) that a nurse called in and has a patient who has a power PICC solo that was placed six months ago. She stated that he receives infusion weekly and they have difficulty flushing and getting a blood return from the catheter and have had to use cathflo. The nurse asked if there is something else they can do to remedy this. (B)(6) discussed with the nurse causes of a one way occlusion and recommended she speak to the physician about a dye stuck to check port function.